Event description:
User experiencing erroneous results for hba1c test. Six samples over the past 7 days were noted to have had discrepant results. Two examples were provided: pt 1 initial hba1c result 7.9%, same sample repeated 11.5%, repeated again, result was 8.1%. Pt 2 initial hba1c result 6.3%, repeated 9.0%, repeated again 6.2%. Initial results were reported, patients not adversely affected. If additional info is received, appropriate notification will be provided.